Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and low vault, rotation and lens dislocation/subluxation was noted. The lens remains implanted and the surgeon plans on exchanging it for a longer length.

Manufacturer narrative:
Additional data: lens was explanted. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and bent. Corrected data:(B)(4) previous code not applicable, lens explanted. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in patients who are amblyopic or blind in fellow eye. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).